Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: during firing the handle could not be squeezed further and the jaws would not be opened even by returning the black return knob. The doctor states he had felt a difficulty in manipulation of handle at the first firing. To remove it from patient, the additional resection was required. Opened another to complete the case with no problem. No patient harm confirmed. Reported a scrub nurse confirmed no problem in the loading of cartridge and also in the conditions of jaws prior to use. Operating time extended: less than 30 mins. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient info is available. Gender: female, age: unknown, weight: unknown. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).